Event description:
Related manufacturing reference number: 2017865-2022-05141, related manufacturing reference number: 2017865-2022-05145, related manufacturing reference number: 2017865-2022-05146, related manufacturing reference number: 2017865-2022-05149, related manufacturing reference number: 2017865-2022-05150. It was reported that the patient presented to the operating room for an epicardial lead placement. While the patient was being prepped for the procedure, the physician noted signs of infection. The procedure was aborted and the pocket was closed. No further intervention was performed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.